Event description:
It was reported that when the devices were used during an unknown procedure, they jammed on the tissue. Another device was used to complete the case. There was no consequence to the pt.